Event description:
The right atrial (ra) lead exhibited undersensing resulting in device-classified false termination of atrial tachycardia /atrial fibrillation event(s) at times. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).